Manufacturer narrative:
The reported discomfort at the ipg site was not confirmed. This issue cannot be confirmed with product testing alone. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The ipg functioned as intended. Discomfort at the ipg site is often associated with the location of the ipg; however, the root cause of the issue could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort due to ipg pocket site soreness. In turn, surgical intervention was undertaken wherein the ipg was explanted and a new ipg was implanted. Physician elected to move the ipg pocket site from right buttock to the right flank. This addressed the issue.